Manufacturer narrative:
Revision surgery was performed and lactosorb was removed. Plate was degraded but the screws were almost the same condition with the original ones. Doctor assumed this was plate infection and may occur because it is connected to maxillary air sinus.

Event description:
The customer reports the plate dislocated and a revision will be performed to remove the parts.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 2 of 2